Manufacturer narrative:
Device evaluation: the patient remains on lvad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(4) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 61 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital with complaints of fatigue, weakness and dark stools for 3 days. Upon admission hemoglobin and hematocrit (h&h) were 6.4 g/dl and 21.2%. Inr was supratherapeutic at 4.2. Aspirin and coumadin were placed on hold and patient was transfused 2 units packed red blood cells (prbcs). On (B)(6) 2018 an upper gastrointestinal endoscopy revealed multiple bleeding angioectasias in the stomach which were treated with argon plasma coagulation. On (B)(6) 2018 h&h dropped down to 6.3 g/dl and 20.3%. The patient was transfused 2 units prbcs. H&h remained stable following transfusions and the patient was discharged home on (B)(6) 2018 with orders to continue coumadin and aspirin. The gastrointestinal (gi) bleed reportedly resolved.